Event description:
The customer reported problems with the monitor. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system, and replaced the monitor. This MDR is related to ge healthcare complaint.